Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
A patient reported having some sensitivities on the back of their upper right tooth, and the outer edge of their teeth have gotten pointier and sharp that they keep biting into the side of their cheeks when they eat.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.